Manufacturer narrative:
Device has not been received yet.

Event description:
It was reported that the clip disassembled during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported disassembly was confirmed via inspection. According to a review of the risk documents, the symptom is likely attributable to mechanical damage.

Event description:
The customer reported that the clip disassembled during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.